Event description:
It was reported that during the first fitting the telemetry showed 5 electrodes (5, 6, 7, 8, 9) with hi status. During the creation of the map, there was no auditory response in any channels, even trying with more than 27 qu. An x-ray taken shows that the electrode array is outside of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.